Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt was presented with lower sternal infection and it currently being treated with antibiotics. Additional info received confirmed that the lvad was exchanged with another lvad on (B)(6) 2013.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.